Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient's ins was "already inactivated" but was still implanted in their body. Their doctor told them that removing the ins might result in infection. No symptoms or further complications reported.